Manufacturer narrative:
This emdr is a supplemental record submitted as an initial emdr. Initial emdr submitted with report reference # 9617229-2024-17772-00 associated assessment record was erroneously canceled (q-150135). .

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported. See report ref # 9617229-2024-17772-00 for initial emdr.